Event description:
Info received indicated the siderail functions were not operating.

Manufacturer narrative:
The hill-rom technician found dry blood on the left and right hand siderail circuit boards. He replaced the circuit boards to resolve the issue.